Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: an adult patient presented in cardiogenic shock on (B)(6) and underwent multiple rounds of CPR. An intra-aortic balloon pump (iabp) was placed for initial support. On (B)(6), the patient was escalated to impella cp for higher hemodynamic support. Due to worsening hemodynamics, va-ECMO was initiated for primary mechanical circulatory support, and impella 5.5 was implanted for left ventricular (lv) unloading. On (B)(6), the patient exhibited signs of infection (no documented results). On (B)(6), multiple deep vein thromboses (dvts) and a pseudoaneurysm at the axillary site were noted. On (B)(6), the impella 5.5 stopped unexpectedly; attempts to restart the device failed. The device was left in the aortic position. The patient expired on (B)(6) while supported on ECMO and the non-functioning impella 5.5. Device involvement: impella cp functioned as intended; no device-related complaints. Escalation was due to patient¿s clinical deterioration, not device malfunction. Impella 5.5 was an unexpected pump stop on (B)(6) with failed restart attempts. Device remained in situ until patient expired. Considered a contributing factor to patient death, though underlying condition was severe. Automated impella controllers (aic) conservatively reporting as malfunction. Based on reported information, the impella cp performed as expected; the impella 5.5 exhibited pump stop during use. The patient¿s death primarily attributed to underlying clinical condition; device malfunction may have contributed. Note: type of reportable event and investigation with coding remain unchanged. This is one of three device reports associated with the event. Refer to the following report numbers for the related device reports: 1220648-2025-31158 (aic), 1220648-2025-31159 (aic) 24-46884-1 and 1220648-2025-31090 (pump).

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. Console logs were consistent with what was reported in the complaint. Console was tested after arriving in field service. The reported pump stop issue was unable to be reproduced. Conclusion: 5.5 pump 586680 ran for 20 days on ic9544 before a pump stop occurred. Multiple attempts to resolve the pump stops were made but were unsuccessful. This pump was ultimately transferred to ic9543 to continue support but the pump stops persisted with this console as well. There was no issue found with this console. The issue followed the pump based on data analysis. Upon review of the data on the aic, it is apparent that the pump is the potential cause of the issue. See manufacturer report number (B)(4) for pump investigation results. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella pump stop per the bedside nurse ¿without warning.¿ the bedside care team attempted to restart the impella on the original automated impella controller (aic) and received a ¿controller failure¿ alarm. The aic was swapped and attempted to restart the pump on a new aic. The pump would not restart per the bedside nurse. The patient expired while on support which is reported on manufacturer report number: 1220648-2025-31090.